Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use the subject device had abnormal image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water droplets inside the glass of the light guide rod, component failure of the universal cord and component failure of the distal end cover glass. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the universal cord was defective, causing a blackout of the image and the component failure of the distal end cover glass causes water droplets inside the glass of the light guide rod. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.